Event description:
User experiencing erratic results for hba1c since 04/13/2007. Indicated approximately 4500 samples have been involved. The following example was provided, sample was tested in 2007: initial hba1c result of 12.9%, same sample repeated twice recovered 10.5% and 13.2%. Initial result was not reported. If additional info is received, appropriate notification will be provided.